Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15201. It was reported that when the patient presented in clinic, infection was observed. The physician did not know the cause of the infection. The device system was explanted. Temporary device and lead were used while the patient was being treated with antibiotic. The patient was stable.